Event description:
A patient underwent mitral valve repair with this 29mm tailor annuloplasty ring. An echocardiogram revealed the left atrium to be dilated with mitral regurgitation. A few months later the patient presented with recurrent mitral regurgitation with hemolysis. The ring was explanted and replaced with another manufacturer's 27mm valve. The patient was in satisfactory condition following the procedure.